Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper and stoma site infection are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in norway underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the peg tube was removed due to infection and the retention plate had healed into the stoma site, and had to be surgically removed.